Event description:
The user facility's biomedical engineer (biomed) reported that during preventative maintenance (pm) of the device, the cooler heater unit was leaking inside around the "t" fitting underneath the thermometer. This unit was in storage at the time the reported issue was found. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The biomed called into tech support for replacement fitting information and will make the needed repairs himself. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.